Event description:
Procedure type: colostomy. According to the reporter, surgeon articulated the reload and placed on colon. The blue button was pressed to close on tissue, reload closed and green indicator light illuminated. He then pressed the green button and the green indicator lights began to blink but when he pressed the blue button, nothing occurred. He tried multiple times to press the blue button with no result. He then opened the reload and the side indicator light illuminated blue. The tech then removed the reload and replaced with a new reload. Three subsequent reloads were used with no issues to complete the case. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer product was used. No reinforcement material was used. .

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).